Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was not received with original battery cap. Proceeded by using a new battery cap and a new battery. After multiple new batteries and battery cap, insert new batt alarm persisted. Unable to perform self test, sleep and active current measurement test due to constant insert new batt alarm. Unable to download history files and the power management tool due to battery alert anomaly. Proceeded with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. Continue with swapping of internal battery, external battery tube, extracting electronic stack into a new testing case, swapping of electronic boards to pinpoint the faulty component. It was determined after deconstructive analysis that pcba1 was at fault. Isolate to pcba1. Unit also received with scratched case, cracked case (battery tube) and battery tube threads - cracked. In conclusion, unit had consistent insert new battery alarm after multiple battery installations. No moisture damage was found during deconstructive analysis and was isolated to pcba1. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump casing. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1805 was requested and customer returned the device.